Event description:
It was reported that the caller experienced a problem with a screen that kept locking. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.